Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on blood glucose. Technical support provided pump reset information and assisted the customer in resetting the pump successfully. The customer was advised to continue using the pump and to contact support if the issue recurred.